Manufacturer narrative:
One opened probe was received for the report of poor aspiration and cutting during surgery. Sample was received on 24-feb-2025, however, sample was not evaluated before lot expiration date of 28-feb-2025 inadvertently. Since the reported lot number was expired before evaluation could be performed. Therefore, no product evaluation was performed for the reported functional issues. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was returned and the device history record review of the reported lot number indicated the product was processed and released according to the product¿s acceptable criteria. However, as sample was not evaluated prior to its expiry date; therefore, a root cause was unable to be determined. No specific action with regard to this complaint was taken by the manufacturing location because the complaint sample exceeded its expiration date when the sample was received at the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that probe had poor cutting and aspiration during vitrectomy surgery. The procedure delayed 10 mins then completed after replacement the cutter with another one. There was no patient impact.